Event description:
It was reported that, "patient presented with aseptic loosening from a previous surgery in 2009, so surgeon revised. Hospital and surgeon will not release anymore info; including medical records, x-rays or implants. Dr (B)(6) performed the initial surgery."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: uni-knee mod. Tibial bear ins.: cat # 7115-0007, lot # mhe4vd. Description: uni-knee mod. Tibial bear ins.: cat # 4040-0512r, lot # 1zhft. Description: patella component: cat # unk, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the loosening.